Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. Interrogation of the device revealed that the device ventricular setscrew being out of position was the only reason preventing the torque wrench going into the inset. The setscrew was able to be tighten easily when it was back in right position. As received, the device was in ddd mode of operation. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2021-29530. It was reported that the patient went into asystole during an initial implant procedure. Using fluoroscopy, it was observed that the right ventricular (rv) lead was dislodged. The asystole was resolved by repositioning the rv lead. The physician had issues tightening the set screw and elected to use a new pacemaker. The patient was stable.